Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. During a follow up visit on (B)(6) 2016 a type ii endoleak was discovered and successful embolized on (B)(6) 2016. The patient tolerated the procedure.